Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication with the ilet, resulting in signal loss to the ilet and subsequent overcorrection due to lack of cgm reading; during the call the sensor reconnected but was reading low, and a glucometer check confirmed blood glucose nadir of 40 mg/dl. Symptoms included hypoglycemia without reported physical symptoms at the time. Outcomes included unexpected medical intervention. User support included communication with the user and analysis of information provided by the user and caregiver. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the cgm and the ilet, associated with the electrical/magnetic communication path and antenna component. The user treated the low with oral glucose and caregiver monitoring. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.